Event description:
It was reported that the bd micro-fine¿+ pro pen needle experienced mix of product types in a pack. The following information was provided by the initial reporter, translated from japanese to english: this report is mixed product. The patient opened the polybag (micro fine pro) and noticed that it contained different shaped needles (2 needles of micro fine plus).

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle experienced mix of product types in a pack. The following information was provided by the initial reporter, translated from japanese to english: this report is mixed product. The patient opened the polybag (micro fine pro) and noticed that it contained different shaped needles (2 needles of micro fine plus).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.